Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device. It was reported the patient felt pain on right leg after procedure which has since subsided. On (B)(6) the patient had pain down her buttocks that ran down her leg and foot as well, and also had colon issues and feels pain in the colon area. On (B)(6) the patient still felt pain on her hip, buttocks, and foot even after turning stim down. The patient had concerns because she felt something hard on the top area of the incision area that wasn't there before. The patient moves in bed a lot and was worried she might've pulled the wires. Patient tested to see if she could feel stim and felt it at 8.0 volts and then 10.0 volts. On (B)(6) the patient reported the stimulation is bothersome and painful. The patient did not like the feeling and she doesn't want stimulation there as it was her bad leg; she felt it in bicycle seat area on the previous program. The patient was concerned that her bladder is being stretched from withholding so much urine despite her doctor stating it's not a large amount. On (B)(6) the device was changed to program 3. It was reported the programmer kept showing the message ¿looking for a device¿ while increasing the stimulation. Patient felt stim at 1.7 volts in her leg and did not like that it¿s in the leg, so stim was turned back to 1.4 volts. Patient reported if it makes her leg weak again she would turn back to program 1. The patient reported she had an infection in her toe last month and feels like the infection might be back again because the toe has been hurting her. Patient was concerned the lead possibly moved, and the patient seemed frustrated. Later on (B)(6) while on program 3 the patient reported they had gone to the store and experienced fatigue and weakness in the right leg and when she went home and started to fold laundry the leg wouldn¿t support her. The patient wanted to switch back to program 1 as she thought program 3 caused the weakness, and patient support helped her navigate back to program 1. The patient was advised to report symptoms to their doctor. On (B)(6) it was reported that due to moving around a lot in her sleep patient may have either disconnected or pressed something on the controller. The controller now states software error version 1 fail. The patient tried removing the battery and replacing and it still shows the same error message. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the stimulator was removed on (B)(6) 2017 at the request of the patient. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1b8b4, explanted: (B)(6) 2017, product type: lead. (B)(4) no longer apply. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep). It was confirmed with x-ray prior to removal that the lead did not migrate. The evaluation was removed due to patient concerns with pain in their hip, buttocks, and down the leg/foot. They were encouraged to turn stimulation off to determine whether or not the pain was stimulation related, but the patient didn't feel comfortable doing so. Per the healthcare provider, as reported by the rep, the colon issues, and toe pain, were unrelated to stimulation. Per the healthcare provider, as reported by the rep, the leg pain/weakness was unrelated to the evaluation as it was pre-existing. The controller stating a software error version 1 fail was a result of the patient not knowing how to use their controller. The patient was reeducated and the issue was resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.